Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of diarrhea, fever, vomiting and peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call with baxter vietnam technical services and the following was reported. On an unreported date, the patient experienced diarrhea, fever and vomiting. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the events. On (B)(6) 2012, the patient was treated with alfacef (2gm, daily) and medfurim (2gm, daily), (routes not reported) for peritonitis. The cause of the peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The patient performed continuous automated peritoneal dialysis (capd) therapy only. On an unreported date, the patient had acute pulmonary edema. The patient died due to acute pulmonary edema. It was not reported if an autopsy was performed. The peritonitis that occurred 5 days prior was unresolved at the time of death as the treatment with alfacef and medfurin had not been completed and cloudy effluent was ongoing. Pd therapy was ongoing until the time of death.

Manufacturer narrative:
(B)(4). The reported issue remains not confirmed because a sample was not returned, the lot number was unknown and there were no use errors or malfunctions reported that would have caused or contributed to the reported events.